Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at an unspecified time, this external drive motor instrument does not reach the max rpm of 4000. Use of instrument was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Device evaluation: the reported issue that the instrument does not reach the max rpm of 4000 was not verified during service. The reported issue could not be reproduced or verified. The 560a external drive motor was connected to 560bcs1 bio-console, set to maximum rpm of 4450 and the reading was confirmed at 4450. The external drive did not show any abnormal or excessive vibration or noise. Measurements taken with a calibrated tachometer and rpm test fixture both confirmed that the unit meets the specifications. The rpm is dependent on what drives the 560a motor. The device driving the motor needs to be capable of delivering sufficient signal to obtain 4000 + rpm. There were no physical damages were detected. Note: the instrument was serviced/analyzed in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the rpm was set to 4000 on the spectrum hlm, and the speed was measured using a tachometer. Four of the customer pumps were measured to be running at ~3970+ rpm, while this external drive motor instrument did not go past ~3850 rpm. The users normally do not use the pump at this speed. The rpm values measured below ~3500 rpm were accurate. There was no visual, audible, or performance abnormalities with the external drive motor/pump. An error warning message did not appear and there were no safety systems in use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.